Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2015 with the following findings: there were no unusual call service alarms or error warnings observed in the pumps black box or alarm history. The pump performed the prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no evidence of intermittent conditions was found inside the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).